Event description:
It has been reported to us that when opening the packaging some metallic wires came out from the shaft of the catheter. Device was not used on the pt and the device has been returned for our analysis.

Manufacturer narrative:
Device has been received, eval not yet completed.